Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one hour post-operatively on an open lip biopsy procedure, the device thread broke. To resolve the issue the surgeon had to re-closed the incision.